Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 42 year-old female patient who had essure inserted (lot no. B63661) for female sterilisation. The patient had a medical history of menometrorrhagia, ovarian cyst, pelvic pain, dysmenorrhea and menorrhagia. On (B)(6) 2013, the patient had essure inserted (intra-uterine). On (B)(6) 2016, 1069 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (total vaginal hysterectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: left fallopian tube and deployed with 2 coils showing , right fallopian tube initially with 3 coils showing discrepancy noted: insertion date as per argus (B)(6) 2013. As per mr (B)(6) 2013. Discrepancy noted: removal date as per argus (B)(6) 2016. As per mr: (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] (date unknown): normal occlusion of the tubes (as written [pathology test] on (B)(6) 2016 : gross description: short proximal segments of fallopian tubes are attached on each side up to 2.5 cm and has coiled essure devices within the tubes. Final diagnosis: uterus and fallopian tubes, hysterectomy and bilateral salpingectomy: uterine serosa: no pathologic abnormality. Cervix: no pathologic abnormality. Endometrium: proliferative phase. Myometrium: leiomyomata. Fallopian tubes: essure coils in place, otherwise unremarkable. The most recent follow-up information incorporated above includes data received on: 10-nov-2023: mr received : lot number added, reporters information patient medical history and surgical pathology reports were added. Product insertion date removal date and rcc updated,. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 42 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted (intra-uterine). On (B)(6) 2016, 1066 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 06-apr-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 42 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted (intra-uterine). On (B)(6) 2016, 1066 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 42 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of menometrorrhagia, ovarian cyst, pelvic pain, dysmenorrhea and menorrhagia. On (B)(6) 2013, the patient had essure inserted (intra-uterine). On (B)(6) 2016, 1069 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (total vaginal hysterectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: left fallopian tube and deployed with 2 coils showing , right fallopian tube initially with 3 coils showing. Discrepancy noted: insertion date. As per argus (B)(6) 2013. As per mr (B)(6) 2013. Discrepancy noted: removal date. As per argus (B)(6) 2016. As per mr: (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] (date unknown): normal occlusion of the tubes (as written [pathology test] on (B)(6)2016: gross description: short proximal segments of fallopian tubes are attached on each side up to 2.5 cm and has coiled essure devices within the tubes. Final diagnosis: uterus and fallopian tubes, hysterectomy and bilateral salpingectomy: uterine serosa: no pathologic abnormality. Cervix: no pathologic abnormality. Endometrium: proliferative phase. Myometrium: leiomyomata. Fallopian tubes: essure coils in place, otherwise unremarkable. Lot number: b63661 is invalid. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 03-feb-2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report